Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection observed the protection wire was exposed from the sheath slit and the spring tip was stretched and curved. Dimensional inspection of the device were observed to be within specifications.

Event description:
It was reported that a filterwire peeled. The target lesion was located in the inferior colliculus. A 3.5-5.5 190cm filterwire was selected for use. During unpacking, it was noted that the filterwire became peeled away from the area not intended to peel and the wire came out. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a filterwire peeled. The target lesion was located in the inferior colliculus. A 3.5-5.5 190cm filterwire was selected for use. During unpacking, it was noted that the filterwire became peeled away from the area not intended to peel and the wire came out. The procedure was completed with a different device. No patient complications were reported.